Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed. Method: a sample device was returned and is currently in transit to the investigation site.

Event description:
A report was received that alleged the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No adverse effects to pt reported.